Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery involving the preloaded intraocular lens (iol), the injector scratched the optic of the lens. The damage was not identified until after implantation, and the surgeon elected not to explant the lens. No resistance or irregularity of the device was perceived during iol injection. The patient was informed of the scratch on the lens. Post-operative visit the day after surgery revealed no visual disturbances or other abnormalities. No adverse effects have been reported to date. No further information was provided.